Manufacturer narrative:
Age, sex, weight, ethnicity: information unknown not provided. Date of event: unknown, not provided. If implanted, give date: not applicable if explanted, give date: not applicable telephone :(B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched when it came out of simplicity. There was no patient involvement. The material is not available for investigation.